Manufacturer narrative:
(B)(4). The sample is not available for evaluation. Since the lot number is unknown a batch review will not be performed. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) alarm was not confirmed due to a lack of sample; however, per the complaint information the cause of the alarm is due to air being sucked into the disposable after the supply bag fell and disconnected. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 (air in line) alarm on the homechoice (hc) machine during dwell. The technical service representative (tsr) assisted the home patient (hp). The hp stated the bag fell and disconnected. The tsr had the hp cycle power and explained the alarm. The hp will restart with new supplies. Product surveillance spoke with the hp on (B)(6) 2011. The hp said she woke up, swung her feet over so she could get up to turn the light on, and when she put her feet down it was all wet. The hp said there was a line hanging because the bag had disconnected. The hp said she uses a compact exchange device (cxd) and makes sure the connections are good before starting therapy. The hp said she notified her nurse. No damage or abnormalities were noticed with any of the supplies. No additional information was available. No patient injury or medical intervention was reported.